Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that the patient came to clinic for routine visit and was found to have a loose power port connection on power port 1. The controller was exchanged to controller (B)(4) and given a new back up controller (B)(4). No reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector with a displaced o-ring gasket, a loose power port 2 (ps2) connector and a loose serial port connector with a displaced o-ring gasket. Loose power connectors are currently being investigated by manufacturer. Further analysis revealed that the ps2 and serial port locknuts were found loose internally. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer is still investigating this anomaly. Corrected data: device manufacture date. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.